Event description:
It was reported by service report that the fowler will not go flat. No pt involvment or adverse consequences are reported.

Manufacturer narrative:
Bent fowler finger; part sent to customer to install.